Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, concentric de novo lesion in the mid left anterior descending coronary artery. A 2.75 x 23 mm xience prime stent was successfully implanted at the lesion, however during angiogram it was noted that there was a distal edge dissection. Another stent was used to successfully treat the dissection. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number changed from 6111141 to 6111441. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.